Event description:
The patient's family member contacted lifescan alleging that the patient's one touch ultra meter powered off during use. The medical affairs specialist attempted to reach the patient by phone and the recorder cut off before a message could be left. A letter was sent to the patient. The family member stated that the ptient last tested with the meter 18 or 19 days ago, the result obtained was not provided. The patient continued with their regular treatment routine following that time. A medical professional treated the patient; however, the reporter did not know what treatment the patient received. A blood glucose test was done on another device; the result was unknown. The reporter was unable/unwilling to answer if the patient had symptoms of high or low blood glucose level at the time of concern. The customer care representtive (ccr) discovered that the patient had been putting strips from other vials into another vial. It was uncertain if the meter was coded to the correct test strip calibration code. Incorrect coding can cause inaccurate results. The family member stated that another family member and the patient would contact lifescan again with additonal information. The ccr confirmed that the battery was less than one year old and was correctly installed. The battery contacts were in good condition. The ccr educated the family member on the automatic shutoff. The meter shut off before the time was up. Due to the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.